Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a possible infection and pocket erosion. During the left ventricular lead removal, the lobes would not retract and the physician did not elect to use laser extraction, so the proximal portion of the lead was cut and removed and the distal portion remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.if information is provided in the future, a supplemental report will be issued.